Manufacturer narrative:
Additional information was added additional information and correction: device codes. Correct to "it was reported that two (2) bags were leaking from the front of the bag further described as "middle face of the bag." " the lot number was manufactured between (B)(4) 2018 - (B)(4) 2018. Device codes: removal of component code (B)(4) . Two (2) actual and two (2) companion samples were received for evaluation. Unaided visual inspection did not identify any abnormalities that could have contributed to the reported condition. Magnified inspection was performed and a small hole was identified on the front of the bag of both actual samples. Functional testing was performed and revealed a leak at the front of the bag from the dotted ¿I¿ in the word (B)(4) on both actual samples. The reported condition was verified on the 2 actual samples. The cause of the condition was due to a supplier/manufacturing issue. This issue is being further investigated. Functional testing on the companion samples did not verify the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the middle port. This occurred after filling. There was no patient involvement. No additional information is available.